Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visually inspected the exterior of the sample and no abnormality was observed. Evaluation found little obstruction during insertion with water through the irrigation lumen. Dissected the catheter and did not find any abnormality that contributed to this event. How and when problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not aspirate urine through the drainage funnel wall." (B)(4).

Event description:
It was reported that the device could not be flushed smoothly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device could not be flushed smoothly.